Event description:
Information received from the field does not address the patient's clinical status but notes that noise was observed in all sensing configurations on the egm. Unipolar and bipolar impedances were <200 ohms. An insulation breach was observed invasively.